Event description:
¿It was reported that a patient with a history of depression and headaches presented with low back pain and l2-l3 degenerative disc disease. The patient underwent transverse lumbar interbody fusion with cage implantation, bmp, allograft; plif with autograft, allograft, bmp, and nonsegmental instrumentation. Bmp sponges placed in interspace, followed by cage; allograft was placed in crevices to cover any exposed bmp. Bmp "fajita" sponges filled with allograft placed on the right and lateral gutter in the intralaminar space as well as some pieces in drilled-out facet, covered with allograft and dbx. At an unknown time post-op, the patient presented for CT of lumbar spine which indicated advanced spondylosis at l2-3, grade IV annular tears anteriorly, bilateral on the left and right and posterolaterally on the right, mild spondylosis at l3-4 grade IV annular tear anteriorly, and grade v annular tear anterolaterally on the right, minimal spondylosis at l4-5, normal discogram, minimal facet osteoarthritis at l5-s1. Patient then presented with compliant of sharp tingling pain into the right buttock, patient was given narcotic analgesics and referred to physical therapist. Patient returned with severe recurrent back pain. CT of lumbar spine indicates small disc bulges l1-l2, l4-l5, and l5-s1. Patient underwent spinal injections for back pain. Patient then presented with low back pain, bilateral hip pain. MRI indicates postop changes of anterior and posterior lumbar fusion at the l2-l3 level. No unusual post-op findings are demonstrated. The remainder lumbar spine is remarkable. Patient then presented with chronic low back pain post-op, shows signs of lumbar radiculopathy, patient was given valium. Patient underwent a procedure to remove hardware l2-l3. MRI shows radiculopathy and neuritis. Post-op changes seen at l2-3 with previous fusion noted. No stenosis noted. MRI of spine revealed mild disc desiccation and disc bulging at l3-l4, l4-l5, l5-s1. Patient underwent multiple steroid injections.¿ no further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005 patient presented with c/o low back pain per medical records l2=3 degenerative disk disease with lbp. (B)(6) 2005 patient underwent per op report - l2-l3 transverse lumbar interbody fusion with boomerang cage, bmp, allograft; plif with autograft, allograft, bmp, tsrh nonsegmental instrumentation. Bmp sponges placed in interspace, followed by cage; allograft was placed in crevices to cover any exposed bmp. Bmp "fajita" sponges filled with allograft placed on the right and lateral gutter in the I ntralaminar space as well as some pieces in drilled-out facet, covered with allograft and dbx (B)(6) 2005 patient presented for CT of lumbar spine which indicated advanced spondylosis at l2-3, grade IV annular tears anteriorly, bilateral on the left and right and posterolaterally on the right, mild spondylosis at l3-4 grade IV annular tear anteriorly, and grade v annular tear anterolaterally on the right, minimal spondylosis at l4-5, normal discogram, minimal facet osteoarthritis at l5-s1, discogram not performed at this level. (B)(6) 2005 patient presents with c/o sharp tingling into right buttock; per medical records current use of narcotic analgesics-slowly weaning; referred to pain management and pt (B)(6) 2005 - undergoing pt for low back and thoracic pain with spasm (B)(6) 2006 - severe recurrent back and ble pain. Pain management with narcotic analgesics; lumbar radiculitis; facet joint syndrome. (B)(6) 2006 patient presents for CT l-spine indicates small disc bulges l1-l2, l4-l5, l5-s1 (B)(6) 2006 - s/p injections for back pain. Per medical records pain may be related to retained hardware. (B)(6) 2006 patient present with c/o low back pain, bilateral hip pain MRI study of the lumbar spine with and without contrast indicates postop changes of anterior and posterior lumbar fusion at the l2-l3 level. No unusual post-op findings are demonstrated. The remainder lumbar spine is remarkable. (B)(6) 2007 patient presented with c/o chronic low back pain status post explant; lumbar radiculopathy; right hip pain; currently taking narcotic analgesics and valium (B)(6) 2007 patient underwent procedure of explanted hardware disc l2-3. (B)(6) 2007 patient presents for MRI of lumbar spine which reveals radiculopathy and neuritis; post-op changes are seen at l2-3 level with previous interbody fusion noted. The hardware has been removed. No herniated nucleus pulposus or canal stenosis is identified. (B)(6) 2008 patient present with c/o severe lbp lumbar spondylosis; displaced lumbar disk; lumbar radiculopathy; postlaminectomy syndrome; narcotic analgesics and valium prescribed (B)(6) 2008 - MRI l-spine -revealed mild disc desiccation and mild disc bulging l3-l4, l4-l5, l5-s1 (B)(6) 2009 - sensory conduction study reveals lumbar radiculopathy (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 - lumbar transforaminal steroid injection.